Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was in 73-116 mg/dl. Reportedly, customer continued using pump for insulin therapy.